Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a catheter crack occurred. The 70% stenosed target lesion was located in a mildly calcified and mildly tortuous 10x3mm left anterior descending (lad) artery. During a percutaneous coronary intervention, an atlantis¿ sr pro imaging catheter was selected for use. However, it was noted that the catheter could not show an image and the catheter was cracked. The procedure was completed with another of the same device. No patient complications reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. No issues were found, the device appears to be in good conditions. It was observed that the catheter flushed normally. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a catheter crack occurred. The 70% stenosed target lesion was located in a mildly calcified and mildly tortuous 10x3mm left anterior descending (lad) artery. During a percutaneous coronary intervention, an atlantis¿ sr pro imaging catheter was selected for use. However, it was noted that the catheter could not show an image and the catheter was cracked. The procedure was completed with another of the same device. No patient complications reported and the patient's condition is stable.